Event description:
It was reported that there were "no sound coming out of speaker" during a routine preventive maintenance by the customer. Pulse oximeter was not being used on a patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is currently underway.